Manufacturer narrative:
The customer reported that the patient information is not going over to the central nurses station (cns). Patient information is visible on the bedside monitor, however it is getting a data send error. Restarting the bedside monitor resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the patient information is not going over to the central nurses station (cns).